Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the keypad. The customer's blood glucose level was 324 mg/dl at the time of the incident. The customer stated that the center button was not working. The customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that there was no response from any button. The customer informed that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.